Manufacturer narrative:
Other text: b5: additional information received on 22-sep-2021: no patient involvement, since the event happened during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was not duplicated. Customer reported problem was found in the device event history log multiple times. Replaced latch/lock optic flex sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ec 41541 alarm. No adverse effects reported.